Event description:
The account alleged the head hi/low is drifting down slowly. No injury reported.

Manufacturer narrative:
The account replaced the trendelenburg valve and the head down valve to resolve the issue.